Event description:
It was reported that the patient had signs of infection and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned. Additional has been received that patient developed an infection pocket and thoracic incisions site. Symptoms of non healing wound at pocket site were noted. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7078963. UDI: (B)(4).

Event description:
It was reported that the patient had signs of infection and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.